Manufacturer narrative:
Initial MDR inadvertently reported the patient had a replacement when the surgery was an explant only.

Event description:
The patient had a full explant. Additional information received that the patient states her wires got entangled around her vocal cords and she had no voice.

Event description:
A periodic programming history review was performed and low impedance was identified. The device was programmed off. The patient subsequently had a full replacement. Device history record for the lead was reviewed. Records indicate that the lead passed all specifications prior to distribution. The explanted devices have not been received for analysis to date.